Event description:
The device was returned due to failing occlusion +32.6psi. The results of the investigation found that the device occluded at 25.7psi, 23.7psi, and 24.7psi. There was no patient involvement.

Manufacturer narrative:
B3: 2-25 was the year of the event but the exact day/month was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device occluded at 25.7psi, 23.7psi, and 24.7psi. There was no known cause of the reported issue, and no further action will be taken.